Event description:
It was reported that this implantable cardiac monitor (icm) fell out of the patient's chest due to a wound dehiscence. Reportedly, the patient called the clinic and was advised to put neosporin and a gauze on and has not heard anything since. The patient was looking on for new instructions on what to do. This icm is not in service and the patient is unmonitored. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.